Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: during a surgery, the synream flexible shaft broke. It was used with a competitor tool. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. A review of the device history records was performed and no complaint related issues were found. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. Placeholder.